Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician. This case concerns a (B)(6) male pt who developed arthritis after receiving treatment with synvisc-one injection. The pt received synvisc-one in (B)(6) 2013 and everything went without problems and the pt was satisfied with the help received. No medical history, other comitant medication or concurrent conditions were reported. On an unspecified date in (B)(6) 2014, the pt received treatment with synvisc-one injection, at a dose of 6 ml, once (route, batch/lot number and expiration date unk) in both knees arthrosis. On an unk date in (B)(6) 2014, 1 day after receiving the synvisc-one injection, the pt developed arthritis type reaction. The pt's knees were sore and pt suffered from severe pain, and required canes for walking. The knees were examined and no accumulation of fluid or swelling was observed. The c-reactive protein was slightly elevated (unspecified). According to the physician this was not an injection infection. The reaction ceased itself after approx one or one and a half weeks. At the time of this report, the pt had fully recovered. The physician reported that he would be filling in an adverse event report of the case also himself after the pt has been in a follow-up visit. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Reporter's seriousness assessment: arthritis (persistent or significant disability/incapacity). Follow up was received on 03-oct-2014. The global ptc number was added.